Manufacturer narrative:
The contact number provided by the patient was (B)(6). H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient stated device has strange odor and a weird smell which gives her headaches. Patient stated that it is not a burning odor but an off-putting smell. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on october 18, 2024, and section h11 should be reported as, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Patient stated device has strange odor and a weird smell which gives her headaches. Patient stated that it is not a burning odor but an off-putting smell. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. After the fourth attempt to have the device and components evaluated, the customer responded but the device has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section h6 has been updated.